Manufacturer narrative:
The field service engineer found the mixer was misaligned. After the replacement of the mixer rod, the customer performed quality controls that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable low results for multiple assays from the cobas 8000 - cobas e 602 module. The questionable results were not reported outside of the laboratory. The afp reagent lot number was 53109400. The ca125 reagent lot number was 54164300. The ca19-9 reagent lot number was 59810300. The cea reagent lot number was 57043300. The expiration dates were requested but were not provided.